Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 7. Details of surgery: ridge augmentation. On (B)(6) 2018, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer.at the event the patient experienced: infection, pain, mobility, increased sensitivity and abscess. No further patient complications were reported.